Manufacturer narrative:
(B)(4). Idler gear teeth; link teeth. The analysis results found that one ec45 device was returned in good visual condition and a reload loaded. The reload was received partially fired. The device was returned with the anvil and closing trigger in the close position. Additionally the knife was noted to be in the home position and the 3 stroke indicator in the I position. The manual release was pulled several times and the 3-store indicator was spinning freely. The indicator was set to the home position and the device was able to open. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the conditions of the internal components and there was damage noted on the indicator gear and driver links. In addition damage was noted on the left shroud from the manual release lever. It is possible that the manual release lever was not fully seated and resulted in the misalignment of the gears and driver links. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, while firing the first reload the instrument blocked and failed to fire, failed to open. Even after pulling the manual release it didn`t open, it blocked totally. It is unknown how the procedure was completed. There were no adverse consequences for the patient.